Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the stratafix spiral suture used on? What was the condition of the tissue where stratafix spiral was used (healthy, diseased, weak)? What is the surgeon opinion as to the source of the ¿vaginal bleeding¿? What is the surgeon opinion as to relationship of the stratafix suture and the ¿vaginal bleeding¿? Can you describe the amount (in mm) and location of the ¿wound dehiscence¿? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and tore through the tissue? What is the surgeon opinion as to relationship of stratafix suture and the ¿wound dehiscence¿? Can you identify the lot number of the stratafix spiral suture used? Are there any suture pieces available for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6)2017 and barbed suture was used. The patient presented in ER on (B)(6) with vaginal bleeding. The patient underwent an additional procedure and the surgeon reported wound dehiscence and closed the vaginal cuff. The surgeon reported there were two ends of suture visible on backstitch of end of closure. Additional information has been requested.